Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 4.0, 3.9; lab: 2.7. On (B)(6) 2011. Pt tested 4.0 on meter, repeated on a different finger with a 3.9 result; minutes later, venous draw was taken and set to lab. Pt's target range 2-3. Before lab results (2.7) came back the next day, doctor told pt to hold coumadin dose based on meter reading. Caller also mentioned that another pt had an inr of 3.5 when her inr usually runs between 2.1-2.6.